Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controllers con300360, ((B)(6) were not returned for evaluation. Log file analysis revealed that con310753 was the primary controller and was in use on the reported event date. Review of the log files associated with (B)(6), revealed that no alarms were logged within the analyzed period. Additionally, no controller loss of power events was recorded on (B)(6) within the analyzed period. Review of the controller log files associated with con300360 revealed a controller power up event, with an associated motor start event, logged on 05-jul-2021 at 06:29:46. Review of the event log file revealed that, prior to the power up event, the controller last had power on 07-dec-2020. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point since 07-dec-2020 was logged on 05-jul-2021 at 06:30:19, indicating that the power up event occurred during the reported controller exchange. As a result, the reported loss of power event was confirmed. No controller fault alarms were logged on (B)(6) or con310753; as a result, the reported controller fault alarm event was not confirmed. Based on the available information, the most likely root cause of the reported controller loss of power event can be attributed to the reported controller exchange. Additional products: serial #: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-aug-2017 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one controller exhibited a controller fault alarm and was exchanged. A second controller exhibited an unexpected loss of power. The second controller remains in use. No patient complications have been reported as a result of this event.